Manufacturer narrative:
The housing has damage to outer shell , battery cover , interior posts , and touch screen functions not working. The pcb passed all tests.

Event description:
It was reported that promark apex locator unit is not consistent when measuring. Tester was tried a few times and had varying pass/fail results. The display also became unresponsive. There was no injury that occurred. In for repair, unit is out of warranty.

Manufacturer narrative:
In this event it was reported that a promark apex locator provided incorrect measurements; no injury resulted. While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.